Manufacturer narrative:
Other, other text: b5: additional information received via email and attached on 04-oct-2021: event did not occur while pump was in use with the patient; event occurred at the customer's in house testing facility. Event detail was updated to reflect that no medical intervention required. H6: event problem and evaluation codes: updated after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a scratched lcd lens. The customer stated problem was duplicated. The device found alarming error code 41622 during motor test which indicate a problem of one the following issue: motor, microprocessor board, optical switch cam sensor, or debris. So the device was opened for further investigation and found the microprocessor board was inoperable due to continuously system alarming error code 45982 instead of 41622 and the root cause of the issue. Therefore, the microprocessor board was replaced. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump exhibited error code 41622. No patient harm has been reported at this time.